Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during a case the perseus displayed a message that mechanical ventilation was not possible, only manual ventilation. There was no injury to the patient.

Manufacturer narrative:
Based on the investigation of the available information and the logfile analysis, the failure described by the user could be reconstructed. The evaluation of the logfile records clearly points to the hall sensors/electronics of the blower to be the root cause of the reported symptom. In case of a ventilator blower failure, automatic ventilation is no longer possible and the according turbovent2 failure alarm is generated. Fresh gas dosage and manual ventilation as well as spontaneous breathing remain available. Dräger finally concludes that the perseus device responded as specified upon the malfunction of a single component. After replacing the blower unit on-site, the device passed testing and was returned to use with no further problems reported; no patient consequences have reportedly occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.